Event description:
A customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked during manual filling of the vail at the user facility. The customer contact reported that the vial was being filled with unspecified volume of dilaudid 0.2mg/ml and normal saline when solution leaked from the proximal end of the injector near the blue stopper in the vial. The vial was replaced and the filling was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.